Event description:
This is a spontaneous case report received from a lawyer on 03-oct-2016 in the united states, on behalf an adult (>=18y & <65y) female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2016 for permanent birth control. On an unspecified date, hsg was done. It was reported that the consumer started experiencing pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. In (B)(6) 2016, she learned that one of the coils broke within her pelvis. Aa a result of the broken essure coil, she underwent a hysterectomy on or about (B)(6) 2016 as a definitive solution to the symptoms that she experienced company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and the coil broke within her pelvis (seen as device breakage). This event is anticipated in the reference safety information for essure. Based on the nature of this event, causality with suspect insert cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("the coil broke within her pelvis") and device expulsion ("migration of essure device: uterus") in a 21-year-old female patient who had essure (batch no. D13379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pains"), menorrhagia ("increased bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (per pfs)) and surgery (hysterectomy with bilateral salpingectomy (per pfs)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain and menorrhagia outcome was unknown and the device expulsion, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that the consumer started experiencing pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. Diagnostic results: on an unspecified date, hsg was done. (B)(6) 2016:transvaginal ultrasound:breakage of essure device. Migration of essure. Device (B)(6) 2016:pathology: diagnosis: left essure. Right essure. Segment of right fallopian tube. Segment of left fallopian tube. Gross: essure from left side measuring up to 4.5cm long. Essure right side measuring 1.5cm-10.0cm in greatest dimension. Lot number e-433632 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper. This action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-dec-2016: quality safety evaluation. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and the coil broke within her pelvis (seen as device breakage). This event is anticipated in the reference safety information for essure. Based on the nature of this event, causality with suspect insert cannot be excluded. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the coil broke within her pelvis") and device expulsion ("migration of essure device: uterus") in a 21-year-old female patient who had essure (batch no. E-433632, d13379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In june 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pains"), menorrhagia ("increased bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (per pfs)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain and menorrhagia outcome was unknown and the device expulsion, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, device breakage, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that the consumer started experiencing pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. Diagnostic results: on an unspecified date, hsg was done. Jun-2016:transvaginal ultrasound:breakage of essure device. Migration of essure device (B)(6) 2016:pathology diagnosis: left essure. Right essure. Segment of right fallopian tube. Segment of left fallopian tube. Gross: essure from left side measuring up to 4.5cm long. Essure right side measuring 1.5cm-10.0cm in greatest dimension. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper. This action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal bleeding, apareunia, dysmenorrhea, dyspareunia, device expulsion, lower abdominal pain are added. Lot number added. Lab data added. Concomitant, historical drugs & conditions are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.